Event description:
The customer reported falsely elevated alinity c enzymatic creatinine results on 4 patient samples while running on the alinity c processing module. The customer provided the following data (reference range: males = 0.73 to 1.18 mg/dl and females = 0.55 to 1.02 mg/dl): testing was done from 16may2023 to 17may2023: sid (B)(6) first result: 6.08 mg/dl; rerun result: 0.86 mg/dl. Sid (B)(6) first result: 3.60 mg/dl; rerun result: 0.65 mg/dl. Sid (B)(6) first result: 2.78mg/dl; rerun result: 0.75 mg/dl. Sid (B)(6) first result: 4.66 mg/dl; rerun result: 0.77 mg/dl. The following treatment was performed due to the elevated creatinine results: sid (B)(6) had a blood test to follow up his diabetes. After receiving the elevated creatinine result of 6.08 mg/dl this patient had to go back to the emergency room for an ultrasound of kidneys and bladder and collect a second blood test. Sid (B)(6) were tested after a visit to emergency room. After receiving the creatinine result, a diagnosis of acute renal failure was made, and the patients were hospitalized. A few hours later the renal function of the 2 patients seemed to be normalized and the nephrologist contacted the lab to question the false elevated results. There was no adverse impact to patient management reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), performed multiple troubleshooting procedures, found a gel deposit around the cuvettes and r2 alnty c-series reagent probe was bent. The fse resolved the issue by replacing the alnty c-series reagent and manually cleaning the cuvettes. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data did not identify any related trends for the alnty c-series reagent. There were no similar issues related to the alinity system identified. A review of the device history records did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
A1 - patient identifier: sid (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported falsely elevated alinity c enzymatic creatinine results on 4 patient samples while running on the alinity c processing module. The customer provided the following data (reference range: males = 0.73 to 1.18 mg/dl and females = 0.55 to 1.02 mg/dl): testing was done from (B)(6) 2023: sid (B)(6) first result: 6.08 mg/dl; rerun result: 0.86 mg/dl, sid (B)(6) first result: 3.60 mg/dl; rerun result: 0.65 mg/dl, sid (B)(6) first result: 2.78mg/dl; rerun result: 0.75 mg/dl, sid (B)(6) first result: 4.66 mg/dl; rerun result: 0.77 mg/dl. The following treatment was performed due to the elevated creatinine results: sid (B)(6) had a blood test to follow up his diabetes. After receiving the elevated creatinine result of 6.08 mg/dl this patient had to go back to the emergency room for an ultrasound of kidneys and bladder and collect a second blood test. Sid (B)(6) were tested after a visit to emergency room. After receiving the creatinine result, a diagnosis of acute renal failure was made, and the patients were hospitalized. A few hours later the renal function of the 2 patients seemed to be normalized and the nephrologist contacted the lab to question the false elevated results. There was no adverse impact to patient management reported.